Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. Additional information will be provided upon conclusion of the manufacturers investigation. The rotoprone therapy system user manual (p/n 208662 rev c), provides corrective actions to be taken in the event of the bed frame not rotating, as well as descriptions of conditions which may prevent rotation of the bed and troubleshooting to resolve them. In addition, instructions are provided for emergency bed release for returning the pt to a supine position without using the main control panel. The manual contains both domestic and international contacts for obtaining additional information regarding product use if required. Labeling on the rotoprone therapy system provides instruction for rotating the pt surface manually (p/n's 207530, 207527, 209083, 209086, 209078). Other labeling on the device contains contacts for obtaining additional information regarding product use if required.

Event description:
The following information was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the bed would not rotate. The nurse was able to resolve the issue over the telephone with an arjohuntleigh customer technical services representative. There was no injury to the pt.